Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision due to non-union of smith and nephew taylor-spatial-frame. During the procedure, starting guide wire was inserted using a lateral entry femoral nail approach 10 degrees lateral for the femoral anatomic axis. The opening step drill was used to open the canal over the reaming wire. Due to the patients hip and large soft tissue envelope, the opening drill lateralized the opening femoral entry hole. It is estimated the new entry angle was beyond io degrees. Ria2 assembly was inserted with a reamer head. When the reamer reached the medial wall, a small amount of advancement was achieved, but the reamer head levered against the bone and broke. The ria2 assembly was removed and bone collection was assessed. The surgeon needed more graft and a smaller reamer head was selected. The ria2 assemble was once again inserted. Further progress was made beyond the initial reamer path. Once again, when the reamer reached the medial wall, a small amount of advancement was achieved, but the reamer head levered against the bone and broke. The ria2 assembly was removed and bone collection was assessed with a satisfactory volume collected. The procedure was successfully completed with a fifteen to twenty ( 15-20) minute surgical delay. The patient status is unknonn. Concomitant device reported: ria 2 bone harvesting kit (part#: 03.404.000s, lot#: 76pl726, quantity: l); reaming rod with ball tip (part#: 351.706s, lot#: 58p3889, quantity: I) this complaint involves two (2) devices (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).